Manufacturer narrative:
Type of reportable event updated to serious injury due to new information received. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016. The pump and catheter were received with pump logs, identifying a motor stall recovery on (B)(6) 2016 and a subsequent motor stall on (B)(6) 2016 with no noted recovery.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ is being updated for this event. Eval code- result code no longer applies.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone at a concentration of 3 mg/ml with a dose of 0.5996 mg/day. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient had recently had a magnetic resonance imaging (MRI) procedure. The representative stated there was a pump refill on (B)(6) 2016. The early replacement indicator (eri) was 1 month so they had already scheduled to replace the pump on (B)(6) 2016, but also noticed a motor stall with tube set on (B)(6) 2016. The hcp sent the telemetry strip to the representative, but the event logs were not accessed or reviewed. The representative also couldn¿t open the hcps email friday, but when she could she noticed there were no event logs to review. The representative did not know if the patient or hcp heard any audible alarms or if the patient had an MRI. The hcp reported the patient ¿was possibly experiencing withdrawal.¿ but the representative had no other details of that either. The representative stated some hcps believe when the pump gets close to eri/end of service (eos), the patient may experience increased pain because of the pump not functioning at optimal levels. The cause of the motor stall was not determined. The representative reported after speaking with technical services, that there was no way to know if the pump would recover spontaneously and possibly stall again. Therefore, they might want to bring the patient back into the office to place the pump on minimum rate. The representative was not aware that they had the patient come ba ck in to place the pump at minimum rate. The patient was scheduled for a pump replacement the next week. The patient¿s only reported symptom was increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.